Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced a diabetes-related issue that required a visit to the emergency room (ER) and subsequent hospitalization. The patient was using a pump and related supplies for insulin therapy at the time of the issue. The patient arrived at the emergency room on (B)(6) 2024 and was not admitted to the ICU. The highest blood glucose (bg) level related to the incident was 579 mg/dl, but no injury occurred. The cause of the issue was unknown, and the patient did not have ketones or observe any issues with the cartridge, infusion set tubing, cannula, or insulin. The patient used the supplies for less than 24 hours before the issue occurred. To resolve the bg issue, the patient bolused via the pump. The patient received IV fluids of saline and insulin as treatment, which resolved the issue. No permanent damage was identified by healthcare professionals. The patient has not been released from the hospital, and further follow-up is needed. The patient mentioned having a new pump and will set it up while in the hospital. No further information available.